Event description:
Boston scientific crm received information that the patient with this lead reportedly received an inappropriate shock. Subsequently, this lead was surgically abandoned due to an unspecified product performance issue. No other adverse patient effects were reported.

Manufacturer narrative:
No addiitonal information is available at this time and this lead has not been received for analysis. If additional information is received, this report will be updated.